Manufacturer narrative:
(B)(4). G2: foreign, event occurred in india. The reported event could not be confirmed. Visual examination of the returned product identified the device was returned without any packaging components/materials and has been cycled 2 times. There was a suture and both anchors returned out of the needle and the anchors were pulled tight together. Pulled the loop out and both anchors move freely along the suture. The end of the suture returned does not look frayed or broken. No measurements were taken and did confirm that the handle is translucent green in color. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee meniscal repair, a curved meniscal repair device broke intra-operatively and the suture broke. No fragments were retained. However, after product return and investigation was discovered that the device had prematurely deployed. The patient had no known impact or consequence. Attempts have been made and no further information has been provided.